Event description:
It was reported by the aci clinical specialist that a male pt underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained via a 6f sheath (model unk). Post procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that "only the mynx wire was exposed after bringing the sheath back to the top, no tamp tube was exposed". The device was removed, and the physician converted the pt to manual compression and held for less than 15 minutes. Hemostasis was successfully achieved. The pt was ambulated and discharged to home the same day, with no reported clinical sequela. No further info is available.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle and with the sealant sleeve pushed back against the shuttle. The sealant was not returned with the device. The advancer tube was covering the balloon proximal tip (pushed past the proximal tamp lock). The catheter, shuttle cartridge and advanced tube were inspected for anomalies (i.e. Kinks, deformity). Damage was noted to the proximal end of the advancer tube. It is unk whether the damage on the advancer tube was due to user manipulation or subsequent handling. Based on the provided info and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided.